Event description:
It was reported that the patient experienced post punctual headache. Headache increased when vertical and decreased when horizontal, was ¿not sleeping well¿ and had delayed wound healing with devitalized tissue mid-incision and granulization distally. This was noted to be an ongoing event. An epidural blood patch was done on (B)(6) 2013. It was not related to the device or therapy, but was listed as ¿possibly related¿ to the implant procedure. The event was moderately severe.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
It was later reported that the patient received a 16% increase in intrathecal (it) medication therapy on 2013 (B)(6). The new doses were compounded morphine sulfate (ms) 1.501mg/day and compounded bupivacaine 1.501mg/day. On 2013 (B)(6), the patient received a 14% increase in it medication therapy at which time the new doses were ms 1.704mg/day and bupivacaine 1.704mg/day. On 2013 (B)(6) bupivacaine was discontinued and compounded prialt was added to the it medication therapy. The doses at this time were ms 1.900mg/day and prialt 0.6271mcg/day. It was later reported that the patient outcome was resolved without sequelae on 2013 (B)(6).

Event description:
Additional information received reported that the event resolved without sequela on (B)(6) 2013.